Manufacturer narrative:
The microsensor was returned for evaluation: a DHR review was performed for the product: 826631 for lot number: 3919185, and the lot met specifications when released. Failure analysis - the issue of the complaint was not confirmed: no visible damage to the millar sensor. Received catheter in petri dish and with tape and sutures. Part of the codman label missing from connector. Icp express passed with reading of 509. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. The root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due to incorrect set-up of device.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that on (B)(6) 2020, when the device was inserted under the dura mater, the microsensor was indicating a value of -6. The bone was closed as-is and the pressure was in a normal value. When the patient was transferred to bed, a minus value was indicated again then it went back to normal again. No patient injury reported.